Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged fungal rash is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system or the v.a.c.® drape. The nurse reported that they were called out to the patient's residence approximately six hours after a technical issue occurred with the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device evaluation confirmed the patient did experience leak alarms and therapy inactive alarms on (B)(6) 2020 beginning at 0218 until the device was powered off at 0352. The v.a.c.® dressing was left in place until home health arrived. Device labeling, available in print and online, states: wound infection call your doctor or nurse right away if you think your wound is infected or if the following symptoms develop or worsen: you have a fever. Your wound is sore, red or swollen. Your skin itches or you have a rash or redness around the wound. The area around the wound feels very warm. You have pus or a bad smell coming from the wound. Keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternative dressing at the direction of the treating physician. Acrylic adhesive: the v.a.c.® drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c.® therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria or significant signs of allergic reaction appear, seek immediate medical assistance. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 19-nov-2020, the following information was reported to kci by the patient: the patient allegedly experienced a technical issue with the activ.a.c.¿ ion progress¿ remote therapy monitoring system and subsequently developed a fungal rash to the periwound. The patient was prescribed a topical medication and v.a.c.® therapy was discontinued. On 14-dec-2020, the following information was reported to kci by the nurse: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly began alarming due to a leak at approximately 2230. The patient called the nurse at approximately 0430. The nurse arrived at the patient's home shortly thereafter to assist the patient in resolving the leak alarm. The patient informed the nurse that they had not wanted to "bother" their family member, that lived close by, due to the late hour. Upon removal of the dressing, the nurse observed a red rash under the v.a.c.® drape. V.a.c.® therapy was placed on hold and the physician was notified. On (B)(6) 2020, the patient presented for a follow-up wound assessment and the physician prescribed a topical antifungal ointment to treat the affected area. The fungal rash to the periwound has since resolved. On 03-nov-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c.® drape lot number was not available; therefore, a device history record review could not be performed.